Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the linear 7.5fr. 40cc had an issue. Unable to insert iab into the sheath. No harm or injury to the patient was reported.